Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: eighty-eight 1ml syringes in fully sealed blister packs from batch 9228289 (p/n 309659) were received and evaluated. It was observed twelve of the syringes had a variable amount of missing print ranging to some faded grad lines and numbers present to completely blank. The twelve syringes had a rejectable amount of missing print. Potential root cause for the missing print defect is associated with the marking process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions are necessary based on the defective rate identified. Batch 9228289 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 1ml ls 200 s/c experienced scale marking issues and scale markings missing. The product defects were noted prior to use. The following information was provided by the initial reporter: material no: 309659 batch no: 9228289. No hashmarks on product.